Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient had a lot of issues and had been to the hospital a lot, but it was unrelated to the device. The patient did, however, have an issue right after implant, on (B)(6) 2015, in which their incision was split open. They hcp used a wound vac on the patient to help the incision heal. The patent seemed to recover from that and was doing well with the stimulator. The rep had limited information as they learned of the issue on the day of the report. No further complications were reported.